Event description:
It was reported the customer damaged their insulin pump. Customer's mother reported the insulin pump's screen was cracked. The mother stated the customer was playing baseball and damaged their insulin pump. Customer's blood glucose was 113 mg/dl. The mother reported they were unable to read the insulin pump's screen and the insulin pump was beeping. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump was received with cracked case on the display window corner, minor scratches on lcd window, scratches on reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.